Event description:
It was reported that the patient experienced being "shocked six times in a row early in the year." The device was reprogrammed at that time. Months later the patient has reported being shocked once. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.